Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the site's programming wand was no longer working due to a faulty cable. The wand did work when the cable was straightened out and the end of the cable was pushed into the bottom of the wand. A new wand was sent to the site, and the faulty wand has not been returned for product analysis.